Event description:
Whilst resurfacing patella of existing triathlon total knee replacement, surgeon decided to replace ps insert for a thicker size. On removal, the insert appeared to have pitting on articular surface and uneven surface on the back of the ps insert post.

Manufacturer narrative:
An event regarding wear involving a triathlon insert was reported. The event was confirmed via evaluation of the returned device. Method & results product evaluation and results: visual inspection was performed as part of the material analysis report mar, dated 20-jan-2020. The returned device was examined with the aid of a stereomicroscope at magnifications up to 50x. The locking wire was not returned. This inspection indicated that the material loss observed on the post was consistent with delamination. The damage on the articulating surface of the insert was consistent with burnishing, scratching, delamination, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration of the insert is consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the returned device indicated that the material loss observed on the post was consistent with delamination. The damage on the articulating surface of the insert was consistent with burnishing, scratching, delamination, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration of the insert is consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history and additional serial dated x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Whilst resurfacing patella of existing triathlon total knee replacement, surgeon decided to replace ps insert for a thicker size. On removal, the insert appeared to have pitting on articular surface and uneven surface on the back of the ps insert post.